Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed along the infusion set tubing. Reportedly, the customer primed the tubing to resolve the issue, and continued using the pump for insulin therapy. Additionally, the pump time was incorrect due to local time change. The customer corrected the time to address the issue. The customer's blood glucose level was 549mg/dl and was treated with a bolus via the pump.